Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #3005099803-2013-13913 captures the first device, #3005099803-2013-13911 captures the second device and #3005099803-2013-14312 captures the third device. It was reported to boston scientific corporation that three gold probe devices were used during a procedure. According to the complainant, during the procedure they hooked up the first gold probe device to the cable adaptor and noticed that it did not work at all. They tried to hook it up with a different generator, but it still did not work. A second gold probe device was opened, but it "fizzled" after it was working for a couple of minutes. Reportedly, they opened a third gold probe device, but is unknown if this device worked or not. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #3005099803-2013-13913 captures the first device, #3005099803-2013-13911 captures the second device and #3005099803-2013-14312 captures the third device. It was reported to boston scientific corporation that three gold probe devices were used during a procedure. According to the complainant, during the procedure they hooked up the first gold probe device to the cable adaptor and noticed that it did not work at all. They tried to hook it up with a different generator, but it still did not work. A second gold probe device was opened, but it "fizzled" after it was working for a couple of minutes. Reportedly, they opened a third gold probe device and it failed to deliver energy as well. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. Additional information received november 27, 2013: the third gold probe device that was used during the procedure also failed to deliver energy.